Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that closure and cutting of the new tvc55 instrument was inoperative due to safety locked out. Another instrument was used to complete the case. There was no consequence to the pt.